Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was 600 mg/dl. The customer does not recall any significant events leading to the alarm. Customer did received an e70 alarm. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.